Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles all over humidifier. There is no allegation of serious or permanent harm or injury. No medical intervention was reported by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Device evaluation information was received on 06/22/2022, and section h10 should be reported as: the manufacturer received information from customer in reference to a rep dreamstation auto CPAP with an allegation of device is shutting off, humidifier not working and not reaching the pressure. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service centre. There was zero error code found. The manufacturer service center concludes that unit passes final test. In box d: device serviced by 3rdp, device avail. For eval and date returned were updated. In box h: (device) problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated in this report.